Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. Upon interrogation, the implantable cardioverter defibrillator was discovered to be in backup vvi mode due to magnetic resonance imaging (MRI) . Therapy was disabled during this event. The device was reprogrammed successfully. The patient was in stable condition.

Event description:
New information received notes the implantable cardioverter defibrillator was discovered to be in backup vvi mode due to magnetic resonance imaging (MRI) procedure as the device was used in an off-label setting. The MRI setting were not enabled on the device. High voltage therapies were disabled during backup. The patient was in stable condition.